Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with a nadir blood glucose of 48 mg/dl after receiving an insulin dose earlier when glucose was 159 mg/dl; the event triggered device low-glucose alerts and was addressed through troubleshooting and education. Symptoms included no reported clinical manifestations. Outcomes included the need for non-serious intervention with oral glucose and assistance from a caregiver, with blood glucose recovering to 103 mg/dl and no medical treatment or hospitalization. Investigation included customer support review of the event and user-reported device behavior. Investigation of this case revealed that the cause of hypoglycemia remained unclear. It was concluded that the event was user-managed without escalation, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.